Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that they por was due to the patient's battery being depleted and it was replaced. They did not have any further details. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare provider via a manufacturing representative that there was a power on reset where the serial number needed to be entered.